Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed a high number of cassette locked and cassette unlocked reports. Functional testing was performed and confirmed the reported issue. The cause was a faulty lock sensor. The lock sensor was replaced.

Event description:
It was reported that the pump alarmed cassette not attached. There was unknown patient involvement. No patient harm/adverse event was reported.